Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was between 52 mg/dl to 56 mg/dl. Customer was treated with orange juice. Customer also reported that the insulin pump had unspecified error and blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the battery cap was damaged. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined troubleshooting for low blood glucose as they were knowing the cause. The device will not be returned for analysis.